Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), additional information was received on (B)(6) 2023. The patient is a 38-year-old caucasian female. The event date was clarified to be (B)(6) 2023. This information was erroneously omitted from the initial report submitted.

Event description:
It was reported that a female patient who underwent breast augmentation with an unknown mentor gel implant experienced unilateral breast pain post procedure. An ultrasound was performed, and rupture was discovered. As a result, an explant is planned for (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 1, 2023. In addition to the issues reported previously, the patient experienced seroma. The seroma fluid was aspirated however the patient had seroma recurrence a week later. At this time, the results of pathology /cytology report have not been provided. As a result, the patient underwent bilateral explantation and replacement the right implant with mentor, 375cc implant on (B)(6) 2023. Reason for device explant and/or reoperation: deflation/breast pain/seroma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 19, 2023. The device, previously reported as unknown gel, is a mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, lot #6820403. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 10, 2023. The investigation of the returned device was completed by the failure analysis lab on july 17, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 2.5 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).